Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that after use with the bd vacutainer® k2e 5.4mg plus blood collection tubes, there was an issue with blood clotting. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: after blood collection. Defect; blood clotting after blood collection. Impact: no impact on the patient as well as the us.

Event description:
It was reported that after use with the bd vacutainer® k2e 5.4mg plus blood collection tubes, there was an issue with blood clotting. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: after blood collection defect; blood clotting after blood collection impact: no impact on the patient as well as the user.

Manufacturer narrative:
The following fields were corrected: b5. It was reported that after use with the bd vacutainer® k2e 5.4mg plus blood collection tubes, there was an issue with blood clotting. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: after blood collection defect; blood clotting after blood collection impact: no impact on the patient as well as the user.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with the bd vacutainer® k2e 5.4mg plus blood collection tubes, there was an issue with blood pooling. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: after blood collection defect; blood clotting after blood collection. Impact: no impact on the patient as well as the user.